Event description:
It was reported that this was a closure of a right common femoral vein with a prostyle device using the pre-close technique prior to an ablation intervention procedure. One prostyle suture was successfully pre-placed at the access site and the sheath was upsized to 16fr. Reportedly, when pulling the suture rail, all of the suture was coming out with the knot visible on the suture [malposition]. Hemostasis was ultimately achieved with a manual z-suture [manual suturing]. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 clarifier - indication for use.

Manufacturer narrative:
The device was returned for analysis. The reported mal position was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. It should be noted that the perclose¿ prostyle¿ suture-mediated closure and repair system instruction for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. Factors that may contribute to malposition of device (failure to deploy) the suture include, but are not limited to, an interaction of the device with patient anatomy, friable vessel, or tensioning angle is not being coaxial, or insufficient depth. In this case, it is likely the vein depth caused the sutures to be placed too shallow or with insufficient suture in the vessel causing the suture to lift free when tightened. There is no indication of a product quality issue with respect to manufacture, design or labeling.